Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated accutni result generated by the unicel® dxl 800 access® immunoassay system for one patient.the initial result was 0.97ng/ml which didn't fit the patient's clinical picture and upon repeat, the result was 0.04ng/ml. The erroneous result was not reported outside of the laboratory.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum collected in a sst tube and centrifuged for 4 minutes at 4000rpm. A clear root cause for this event has not been determined to date.